Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with blur/pain in the right eye (od (ocular dexter)) due to lid adhesion post treatment. The patient returned on (B)(6) 2018 where the surgeon confirmed the erosion. A bandage contact lens (bcl) was applied and predgadi, a topical steroid was increased to be taken 4 times a day. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained that the od was painful, blurry and irritated. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20, -3.50 x -2.00 x 175; left eye pre-op 20/20, -2.75 x -2.00 x 165. Bcva from (B)(6) 2018: right eye post-op 20/20, .00 x .00 x 90; left eye post-op 20/25, .00 x .00 x 90. Bcva from (B)(6) 2018: right eye post-op 20/50, left eye post-op 20/20.